Event description:
A small blood leak was observed coming from the gass vent at the bottom of the oxygenator during a bypass procedure. The leak was determined to be small engough that no other action was necessary and the unit was not changed out. The user facility reported that the procedure was completed with no difficulties and there were no patient complications.